Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) would not work. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The defective power supply part of the device, which was previously detected, was replaced with a new power supply to resolve the issue. The device was tested and checked. The iabp was then released to the customer and cleared for clinical service.